Manufacturer narrative:
The sample has been received and an in house investigation is in progress.(B)(4).

Event description:
A customer reported that the tip of the probe broke during surgery. The surgeon removed the tip from the anterior chamber and completed the procedure with no harm to the pt.